Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted once investigation results are available.

Event description:
Customer reported she could not perform blood testing on her precision xtra/optium. She experienced the following symptoms: "headache, blurred vision, jerking and vomiting". The paramedics from the center point fire department were called "due to vomiting frequently". Customer reports taking orange juice, candy and glucose tablets to counter act the medical event. Customer also reports using expired strips with the meter.